Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited elevated high voltage range impedance. It was revealed that the patient's impedance has been trending high, for at least the past year. There were no other electrical anomalies. No interventions were made. The asymptomatic patient will continue to be monitored.